Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
The patient¿s test strips have been returned and evaluated by lifescan product analysis on (B)(6) 2014 and (B)(6) 2014, respectively, with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014 the lay user/patient contacted lifescan (lfs) (B)(4) alleging that the onetouch selectmini meter read inaccurately erratic. The following complaint was classified based on information obtained from the customer service representative (csr). On (B)(6) 2014, the patient reportedly obtained blood glucose readings of ¿11.8, 8.7, 7.7, and 6.6mmol/l¿ with the subject meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 20% and/or <= 1.11 mmol/l. The patient manages his diabetes with insulin (self-adjuster); however, it is not clear what action the patient took in response to the alleged meter issue. According to the csr¿s documentation, 15 minutes after the alleged meter issue occurred the patient reportedly developed symptoms of sweating and felt dizzy; at the onset of his symptoms, the patient had immediately consumed food/drink as treatment. During troubleshooting, the csr confirmed the patient was using the proper testing technique, the subject meter was set to the correct unit of measure setting, and the blood glucose results were from the approved (per owner¿s booklet) sample site. The csr noted the patient obtained a replacement meter through his distributor. A replacement control solution was sent to the patient. This complaint is being reported because the patient reportedly suffered symptoms suggestive of a serious injury after the alleged product issue began.

Manufacturer narrative:
Follow-up # 1 ¿ (03/17/2014), the patient¿s meter has been returned and evaluated by lifescan product analysis on (B)(4) 2014 and (B)(4) 2014, respectively, with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.